Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm diameter abdominal aortic aneurysm approximately 36 months ago. The aortic neck was conically shaped. It was reported that 34 months post implant the stent graft had migrated 2 cm and there was a type 1 endoleak present with aneurysm enlargement to 59 mm. Another manufacturer's cuff was implanted proximally and resolved the endoleak. No additional information was provided and no additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: conically shaped aortic neck. Migration, endoleak. Evaluation codes, conclusion: conically shaped aortic neck. Required secondary intervention.